Event description:
It was reported the leads outer coating had separated from the lead for approximately two inches at the lead and extension end. The manufacturing representative stated that it was as if resistance was put on the lead and caused it to pull away. Due to a prior infection the implantable neurostimulator (ins) and extension were removed. The extensions were cut at the time and the healthcare professional (hcp) did not see the leads. This issue was found when the new ins and extensions were being implanted. Impedance testing was done and no problems were found. The hcp placed an extra boot over the top of the section of the lead where the coating was torn away to help protect the lead. There were no patient symptoms or complications associated with this event and the patient status at the time of this report was alive with no injury. After the ins and extension were implanted the patient was receiving normal therapeutic benefit.

Manufacturer narrative:
Product ID 3389s-40, lot# v061015, implanted: 2007 (B)(6); product type lead product ID 7482a51, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 7482a51, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 64002, lot# n312596, implanted: 2012 (B)(6); product type adapter product ID 37642, serial# (B)(4); product type programmer, patient product ID 37601, serial# (B)(4), implanted: 2012 (B)(6); product type implantable neurostimulator. (B)(4).